Event description:
It was reported that a large volume infusor over-infused an unspecified amount of fluorouracil into the patient. The duration of the infusion lasted 16 hours instead of 24 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 14f054 was manufactured june 26, 2014 ¿ june 27, 2014. The device was received for evaluation. A visual inspection was performed that showed no abnormalities. Functional flow rate testing was performed and the product behaved according to specification. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.